Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient presented with unspecified complications. All other information is unknown.

Event description:
It was reported to boston scientific corporation that the patient underwent a rectocele repair procedure with a different physician (specifics unknown). In addition, the patient underwent a cystocele repair procedure using a gynamesh (specifics unknown), during which there were no complications. According to the complainant, the patient reported having pain post-procedure. No additional information is available.

Manufacturer narrative:
(B)(6).